Manufacturer narrative:
H10: the customer spoke to a philips remote service engineer (rse) on (B)(6) 2023 and stated that during the setup of the device, it did not have tidal volume displayed on the screen. The test circuit had an exhalation port installed and the external exhalation port was confirmed to be cleared. On (B)(6) 2023, the customer ordered a replacement flow sensor assembly (fsa) was ordered. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator, indicating that they were not getting a value for the tidal volume. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
H10: on 04jan2024, the biomedical engineer (bme) replaced the blower of the device. The investigation is ongoing.

Manufacturer narrative:
H10: on 11dec2023, the customer communicated that the device also alarmed for a low leak co2 rebreathing risk. The investigation is ongoing.

Manufacturer narrative:
On 04jan2024, the biomedical engineer (bme) replaced the blower of the device. On 03jun2024, a field service engineer (fse) completed a performance verification test and the device passed all of the included testing. The fse confirmed that the device met the manufacturers specifications for service and the device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.